Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Additional information was received stating that the reported issue can be attributed to temperature controls. The root cause of the reported event can be attributed to facility temperature controls. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representatives visited the site multiple times over the course of six months to work with the customer. From the visits, the company representatives confirmed that the system was functioning per company specifications. A review of the system¿s temperature and humidity sensor log files determined that the temperature in the room where the system is installed fell below 18 degrees celsius 5 times over the course of six months. The company representatives notified the customer of the temperature requirement. There have been no additional reports related to the reported event and the customer has performed several successful operations. The root cause of the reported event can be attributed to facility temperature controls. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported a patient who experienced severe difficulties in raising the corneal flap with the need to use scissors to open and resulting in damage to the flap.